Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Date: (B)(6) 2012, inratio inr: 1.9, lab inr: 1.4. Both samples were drawn from vein at the same time and the first drop of blood was not used. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.